Event description:
It was reported that the customer was admitted at the emergency room due to high blood glucose of 356mg/dl. Troubleshooting was performed. Advised the caller to disconnect the customer at the quick release and verify that there is no air in the tubing. Instructed the caller to remove the reservoir and rewind. Then reinserted the reservoir to run the manual prime process. It was stated that the insulin exited through the tubing and no leaks was observed. Attempted to perform the high pressure test, but a tubing clamp was not available at the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.